Event description:
The customer reported via phone that they received a blank display after pressing the act button. The customer's blood glucose was 170 mg/dl at the time of incident. Customer stated they have dropped the insulin pump in past. Customer also stated their battery compartment and battery cap contacts were not damaged or corroded. The customer also reported a failed battery test alarm occurring. It was also found the customer received a failed battery test alarm after troubleshooting occured. Customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.